Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and loose drive support disk. (B)(4).

Event description:
It was reported of a crack on the battery compartment of the insulin pump. The customer will be sent a replacement pump.